Event description:
It was reported that a patient enrolled in the (B)(6) study presented with shortness of breath and occasional throat discomfort. Physician ordered a stress-test which revealed pacemaker mediated tachycardia (pmt). Device reprogramming was completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).